Event description:
It was reported that two bruises that seemed like burns were found at the patient's back, when the patient returned to the hospital for follow-up after an afib ablation procedure. During the procedure, no anomaly with impedance was noticed. According to the physician, the burns were located near where the electrode was placed and it was possible the ablation could be related to the event.

Manufacturer narrative:
Refer to evaluation summary. (B)(4). After a follow up, the customer stated that they would not send the unit in for service. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
(B)(4).